Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm the product code and product name? Is the product code ka200?? Or xa200?? Lot #? Its xa200. Please confirm total qty of packages involved to have reported issue? 4 packages. Was the defect noticed with the outer secondary package or inner primary package? Secondary package. Was the product inside the package noticed to be damaged in any way, upon opening package? No, the package present a little defect . Was the sterility of the product inside the damaged package compromised in any way? Yes. Was this reported issue noticed with receiving brand new package or after the package had been previously opened and sitting in the storeroom or other location prior to use? When receive a new package. When was this issue noticed? Within j&j control or outside j&j control? Outside j&j . Was this discovered at the customer level- distributor or hospital or similar facility? Hospital. Any samples available to be returned for evaluation? Yes, 1 package.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and absorbable suture clips were used. The hospital had difficulties with the packaging of the clip. It was too fragile, at the lowest pressure tiny fractures are produced only visible against the light. The package was opened and was apparently unscathed, but when examining it against the light, several small perforations were evident, and it had to be discarded. There were no adverse patient consequences reported. Additional information was requested.